Event description:
It was reported that the customer received a motor error alarm on the insulin pump during a bolus delivery. The customer's blood glucose was 222 mg/dl. During troubleshooting, it was found that the insulin pump was not exposed to a strong magnetic field. The customer was not using the sensor feature on the insulin pump. It was not possible to rewind the insulin pump and was advised to discontinue use and revert to a back-up plan. Nothing further was reported.

Manufacturer narrative:
The insulin pump alarmed motor error alarm during basic occlusion test and was unable to prime during prime test due to faulty fsr. The motor passed the motor test. The device had cracked case at display window corner, minor scratches on the lcd window, cracked battery tube threads, and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.